Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr got stuck on lesion and tip detachment occurred. The target lesion was located in a very calcified right coronary artery (rca). A 1.50mm rotalink¿ burr was selected for use. The patient had three lesions; one in the ostium of the rca, another on the proximal rca, and on the distal rca. The patient also had a previous stent in the proximal rca and the mid rca had a significant bend of about 70 degrees. The physician wired the lesion and advanced the wire on the distal rca. Rotablation was done on the ostium and the proximal rca. When the burr reached the distal rca and first pass was done, it was noted that the burr got stuck in the mid rca with the bend wire as the physician was retrieving the burr out the coronary artery. When physician was pulling the burr that got stuck in the mid rca, it was noted that the tip of the burr broke off from the system. The whole system was removed leaving the burr in the lesion. Then, an additional wire was advance to the rca and inflated a 2.0x20 balloon proximal to the burr to create a plaque shift. The burr was not able to be released so they removed the balloon and placed the same balloon on the rotawire. The balloon was then placed behind the burr and inflated over the rotawire. At that point, the burr was released from the calcium and the physician pulled back the wire through the transition portion and everything was removed out of the rca. The physician rewired the vessel and completed the procedure. No further patient complications reported.